Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: the pump was returned with the bolus button missing. The keypad responds normally to user inputs and no damage was observed. Unrelated to the original complaint, the screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed display (dim/fading/color spectrum) issue. This report is made based on results of investigation completed on 06-nov-2019. There was no indication that the product caused or contributed to an adverse event.